Event description:
It was reported that the user experienced continuous glucose monitor signal loss while using a dexcom g6 with the ilet system, and customer care guided the user to toggle the cgm setting from g7 to g6 and back, after which the sensor connection was restarted successfully. Symptoms included loss of glucose data availability. Outcomes included temporary interruption of cgm data used for insulin dosing decisions until reconnection. Investigation included customer interview and guided troubleshooting focused on device pairing and software configuration. Investigation of this case revealed a pairing or configuration issue that was resolved through software setting adjustments and sensor restart, with no hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or pairing configuration related.